Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: phx- product code. Reported event was considered confirmed as the visual examination identified damage on the locking feature of the bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be user error as the surgeon misunderstood how to combine the poly and the tray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # n/a. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02512. Not returned to manufacturer.

Event description:
It has been reported that during comprehensive reverse total surgery, the liner was not able to assemble with tray. The surgery was completed with backup implant. No adverse events have been reported as a result of the malfunction.